Event description:
It was reported that pump displayed power source alert and initially did not charge when connected with supplied charging accessories. There was no reported impact to the customer¿s blood glucose level. Customer tried leaving pump connected to wall adapter for extended time and then used different usb cable, after which pump began charging, and customer technical support advised against routine use of third-party charging accessories and arranged shipment of replacement tandem charging cable.